Event description:
During procedure, it was reported the guidewire separated while being removed from the catheter. The broken segment was successfully retrieved from the pt with the catheter. No pt injury reported.

Manufacturer narrative:
The guidewire was returned with the core wire in two broken segments. Analysis of the break point showed the failure of the corewire occurred due to torsional overload.